Event description:
It was reported that during the surgical procedure, the surgical field was too dark. No patient hram was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering revealed that, the glass on the bifurcated light guide cable was cracked, thus causing the low light output experienced by the customer.